Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). Review of the most recent repair record determined the device passed the test cut; however, the bottom roll was damaged, the comb was damaged and the right and left side plates were worn. The bottom roll, comb and right and left side plates were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. G2: belgium.

Event description:
It was reported that outside of surgery the unit required an inspection due to a problem with the device. Damaged comb was confirmed after final investigation. There was no patient involvement. Due diligence is complete.